Event description:
It was reported that the trial patient¿s lead came out of their back. They did have 2 leads implanted and was instructed to switch leads tomorrow. Additional information received reported that the patient pulled the lead out themselves and there was no device malfunction. The patient came in on 2014 (B)(6) and they took the second lead out at that appointment. It was noted that the patient was doing fine when they were seen and the patient was scheduled to begin the advanced trial on 2014 (B)(6).

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).